Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: duo-decapolar catheter, carto3 or xp system, lasso catheter, navistar or navistar thermocool or thermocool sf catheter, pentaray nav catheter, decanav catheter, soundstar catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported 41 female patients underwent radiofrequency ablation for sustained monomorphic vt and developed pericardial effusion/cardiac tamponade. Additional information was received indicating that the author did not recall any related to specific malfunction of bwi device. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿a comparison of women and men undergoing catheter ablation for sustained monomorphic ventricular tachycardia.¿ the purpose of this study was to compare baseline, procedural and outcome data of women and men in a large cohort taking into account the type of underlying heart disease. A 948 patients have been enrolled between january 2005 and december 2015. Suspect device is smarttouch thermocool catheter, however catalog and lot number are unknown.

Manufacturer narrative:
This report is to provide attachment of the article (complaint source). (B)(4).